Event description:
The patient reported that her pump was "twisted and coming up through the skin." The health care provider reported that the patient was admitted to the hospital for wound at intrathecal pump. It was indicated that the scar weakened tissue resulted in wound dehiscence and the wound had exposed the rim of the pump. It was also noted that the patient had multiple medical issues and on steroids. The patient was weaned from the intrathecal medication and the pump was explanted. It was noted wound care was required and the patient recovered without sequelae. The pump was used to deliver hydromorphone.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model # 8578 sc, lot # n17197601,0 implanted: (B)(6) 2009, explanted: unknown. Catheter model # 8709, lot # j11273r25, implanted: (B)(6) 2002, explanted: unknown.